Event description:
The catheter broke into two pieces, causing pain, redness and swelling in the patient, who was a child. No surgical intervention was required, as the remaining portion of catheter tubing was manually removed from the patient. There was no further harm or damage to the patient.

Manufacturer narrative:
It is unknown at this time whether the sample is available for evaluation. If additional information and/or the sample is received, a supplemental report will be submitted. (B)(4).